Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer also stated that she went into the hospital because she had a heart attack. Customer stated that she was removed from the insulin pump at that time. Customer stated that the insulin pump alarmed threshold suspend. Customer's blood glucose reading was 174 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.